Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: anvil pocket condition, good; cartridge batch number, k47h76; cartridge positioned properly, no; closure trigger position, open; driver condition, good; firing trigger position, open; handle shroud condition, good; hook/anvil condition, good; proper cartridge, yes; retaining pin arm condition, good; retaining pin condition, good and staples present, yes. Functional tests & results: cartridge lockout functional, yes; cartridge rear cap present, yes; closure stroke functional, yes; firing trigger lockout functional, yes; instrument cycled, yes; proper cartridge guide, yes; release button condition, good; staples fire properly, yes; staples form properly, yes and trigger release condition, good. Analyisis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported incident occurred due to the cartridge being improperly loaded onto the instrument. The instrument was received with the cartridge misloaded on the instrument. The cartridge was also gouged on the side rails. It could not be ascertained where the cartridge was misloaded onto the instrument. The cartridge was loaded correctly onto the instrument and the instrument was fired with the returned cartridge. It fired and formed all the staples as designed. Each instrument is evaluated during the assembly process to ensure that it functions properly.

Event description:
It was reported during gastrectomy the tx60b malfunctioned when fired across the stomach. A new tx60g was pulled to complete the case without incidence. There was no pt consequence. 12/5/97 the rep reports the staples did not form a good b and had to be oversewed.